Event description:
It was reported that during an unknown procedure, the handpiece didn¿t work properly. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported .

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked and the mount was noted to be loose. It was connected to a gen11, evaluated with a test instrument and was found to be non-functional. The generator displayed an alert screen and the pre-run test failed. The instrument was disassembled to inspect the internal components and there was moisture present. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality.